Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as cook celect filter. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog # is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013 at the (B)(6) hospital in (B)(6)." Additional information received on 22feb2016: successful placement of celect filter on (B)(6) 2013 via right femoral vein access at (B)(6) hospital, (B)(6). [Pt] was scheduled for retrieval of temporary filter on (B)(6) 2013 at (B)(6) hospital, but attempt was unsuccessful. Cavogram performed at that time demonstrated "a stenosed inferior vena cava with a deformed ivc filter which contraindicates removal. Several of the struts of the filter were extravascular in location". Device is unable to be removed. Patient outcome: additional information received on 22feb2016: allegations regarding injuries includes migration, tilt, "stenosed inferior vena cava with a deformed ivc filter which contraindicates removal. Several of the struts of the filter were extravascular in location" and "mechanical complication of other vascular device, implant and graft." [Pt] claims to suffer "severe and recurrent chest pain and on pain medications". Has visited the emergency room for treatment, feels like he is having a heart attack.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-uni-celect-perm. Investigation is still in progress

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013 at (B)(6)." Additional information received on 22feb2016: successful placement of celect filter on (B)(6) 2013 via right femoral vein access at (B)(6). [Pt] was scheduled for retrieval of temporary filter on (B)(6) 2013 at (B)(6), but attempt was unsuccessful. Cavogram performed at that time demonstrated "a stenosed inferior vena cava with a deformed ivc filter which contraindicates removal. Several of the struts of the filter were extravascular in location". Device is unable to be removed. Patient outcome: additional information received on 22feb2016: allegations regarding injuries includes migration, tilt, "stenosed inferior vena cava with a deformed ivc filter which contraindicates removal. Several of the struts of the filter were extravascular in location" and "mechanical complication of other vascular device, implant and graft." [Pt] claims to suffer "severe and recurrent chest pain and on pain medications". Has visited the emergency room for treatment, feels like he is having a heart attack.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 11/23/2015 as follows: the plaintiff allegedly received the filter implant via the right common femoral vein on (B)(6) 2013 due to pelvic fractures, immobility, and subdural hematoma following motorcycle accident. An unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2013. The plaintiff alleges migration, tilt, ivc stenosis, device is unable to be retrieved, chest pain, and breathing problems.

Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-uni-celect-perm. Summary of investigational findings: since no device or imaging studies have been made available and only limited medical records have been available the exact root cause for what caused the alleged unsuccessful filter retrieval attempt and on the filter being deformed and that several struts were "extravascular in location" are unknown. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013 at (B)(6) hospital." Additional information received on 22feb2016: successful placement of celect filter on (B)(6) 2013 via right femoral vein access at (B)(6) hospital. [Pt] was scheduled for retrieval of temporary filter on (B)(6) 2013 at (B)(6) hospital, but attempt was unsuccessful. Cavogram performed at that time demonstrated "a stenosed inferior vena cava with a deformed ivc filter which contraindicates removal. Several of the struts of the filter were extravascular in location." Device is unable to be removed. Patient outcome: additional information received on 22feb2016: allegations regarding injuries includes migration, tilt, "stenosed inferior vena cava with a deformed ivc filter which contraindicates removal. Several of the struts of the filter were extravascular in location" and "mechanical complication of other vascular device, implant and graft." [Pt] claims to suffer "severe and recurrent chest pain and on pain medications." Has visited the emergency room for treatment, feels like he is having a heart attack.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013 at the (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "migration; tilt; ivc stenosis; ivc perforation; pain, difficulty breathing; device is unable to be retrieved". Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain and difficulty breathing are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.